Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow the instructions in training and the user guide as well as the on-screen instructions when completing the cartridge change process, resulting in unintentional insulin delivery.

Event description:
On 8/18/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 8(B)(6) 2024. The user attempted to replace the insulin cartridge and mistakenly attached the infusion set before performing the full set change and likely did not rewind, leading to dosing themselves with approximately half a cartridge of insulin. After consulting with their cds the user was advised to take sugar and visit the ER. The user was reluctant, but with their mother's assistance, they went to the ER and were later admitted. Their mother had to drive them to the ER, as they were unable to do so themselves. They were treated with various foods and drinks containing carbs and sugar and administered d10 in the hospital. The user was eventually discharged on (B)(6) 2024 and decided to use insulin pens until their follow-up with a certified diabetes educator (cde). During the event, the user experienced dizziness, and their lowest bg level remained "low" (<40 mg/dl) for a couple of hours.